Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no issue with a second lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner tubing of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with a stylet in the lead, connector pin is not bent. The lead has been stretched causing the inner stretched and kinked becoming narrower and prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited helix extension and retraction difficulty, it was also "already extended out of the box". The lead was opened not used and replaced. It was also reported that a second low voltage lead was explanted for unknown reason. No patient complications have been reported as a result of this event.